Manufacturer narrative:
At the on site visit, the field service engineer (fse) determined the event happened due to a storm in the area that caused a brief power outage at the site. The ups should have provided battery back up but did not, so the fse replaced the ups for the laser system. The root cause could not be identified conclusively, because no material is available for evaluation. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that the laser shut down on its own during a procedure. Upon further follow up it was noted that the system shut down due to a storm that caused a brief power outage at the site. The back up power did not function as expected. The procedure was completed with no harm to the patient.